Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, there was a loss of pneumoperitoneum during the procedure.

Event description:
Additional information provided: product was discarded. Procedure was a robotic prostatectomy. Patient was make. Current patient status is good. The port was leaking when 5mm instruments were in the trocar. There was no medical intervention.